Event description:
It was reported that the pt had experienced increased pain. It was unk if this was related to an MRI she had the previous evening or to the weather. The report indicated that overall since implant the pump has been helping with pain. The pt had an appointment to f/u with the hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a /fu report will be sent if additional info becomes available.